Manufacturer narrative:
H10 h3, h6 internal complaint reference: (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection observed a scratched lid and bezel. Functional evaluation revealed the unit does power on but has no output voltage. The unit could not be opened as some of the screws are stripped and will not come out. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the quantum controller was not turning on . No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.